Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a total abdominal hysterectomy, the device jaws jammed when the blade was advanced while working on the left ovarian pedicle. The device jaws were opened by the surgeon with the device handles and the jaws were cleaned by the surgical staff. The device was used to complete the procedure with no further difficulties. The next day, the patient required another operation due to internal bleeding with hematomas in the abdominal wall layers. The surgeon performing the second operation noted oozing around the ovarian pedicle, the right round ligament and the cervical stump. All bleeding and oozing were repaired during the second procedure.